Event description:
It was reported that the 7600 system had poor image quality during a case. The 7600 system had to be removed, and the procedure was completed with another system. No patient injury reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The customer cancelled the service call. A follow up report will be filed, when additional details become available.